Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin while priming. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump received battery life was diminished and random no delivery alarms. Customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.